Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during laser assisted cataract surgery in the right eye, instead of an anterior capsulotomy, the laser performed the cut on the posterior capsule. As a result, a vitrectomy was performed, and a sulcus intraocular lens (iol) was placed. While the vitrectomy was being performed, a retinal detachment occurred. Two days later, the patient underwent retinal detachment repair surgery with gas (c3f8). Following the retinal repair surgery, the patient reported peripheral constrictive vision. According to the surgeon, the prognosis of the event is unknown.

Manufacturer narrative:
Evaluation summary:the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The system was installed at the reporting site by a non company engineer, the day prior to the reported event. Ocular coherence tomography (oct) scan images for all treatments performed the day of the event were received and reviewed. The oct scan for the reported event showed that the oct scan shifted upward on the surgical monitor. The observed shift would result in the upward shift of the control points. With the control points shifted upward, the laser treatment would be more anterior than expected. This is also consistent with the information provided in the questionnaires received from the reporter. Thus, it can be concluded that the entire laser treatment was shifted anteriorly and there is no evidence to confirm the customer¿s report of a posterior capsulotomy or posterior capsule tear. Additionally, it was determined that during the installation of the system, the non company engineer inadvertently placed the system covers in a manner that caused the motor to move and result in the shifted oct image. After the event occurred, the non company engineer installed the covers correctly and no additional issues were observed that day. The oct images after the reported event further confirm this. The root cause of the pc tear for this case could not be determined conclusively. The root cause of the reported incomplete treatments can be attributed to a service error by a non company representative. The non company engineer was retrained on the proper way to install the system covers and on how to use the oct scans to identify a system issue. (B)(4).

Event description:
In a questionnaire received, the surgeon also reported an incomplete lens treatment.